Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician was going to clip the cystic duct. Upon opening the applier, the clip fell out of the applier. The physician had to come out of the peritoneum and get another clip to complete the procedure; the fallen clip was removed through the trocar. There was no patient injury.

Event description:
It was reported that the physician was going to clip the cystic duct. Upon opening the applier, the clip fell out of the applier. The physician had to come out of the peritoneum and get another clip to complete the procedure; the fallen clip was removed through the trocar. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73c1600463 was manufactured on 03/21/2016 a total of 18,144 pieces. Lot was released on 03/22/2016. DHR investigation did not show issues related to complaint. The customer returned one loose clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. The returned sample appears used as there is biological material present on the clip. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One loose clip was returned and it was broken near the hinge. The clip cartridge was not returned. The observed damage to the clip is consistent with improper loading of the clip or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.